Manufacturer narrative:
(B)(4). The suspect component has been returned to carefusion for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their avea ventilator's user interface module's (uim's) touch screen is blank when powering on the ventilator. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to low voltage on the display back up battery.